Event description:
Patient presented with polyethylene wear and pelvic lysis of a 10 year old prosthetic hip. Patient required replacement of the liner and femoral head implants due to excessive wear of the device. The liner was changed interoperatively to a 36 inner diameter 10-degree longevity with a 64mm shell.====================== health professional's impression======================excessive wear of the device.